Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and used this reservoir. The customer¿s blood glucose value was 30 mmol/l. The reservoir will not be returned for analysis.